Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii- foreign matter. On (B)(6) 2025, the patient was admitted to our hospital due to a fracture sustained from an accidental fall. On (B)(6), the physician prescribed sodium chloride injection solution 4.5g/500ml + vitamin c 1g/5ml for nutritional fluid replacement. The on-duty nurse administered the intravenous infusion as ordered, verified the patient information, and prepared to initiate the infusion. Suddenly, the nurse noticed a black spot on the tip of the closed-system intravenous catheter. The nurse immediately replaced the closed-system intravenous catheter, re-aerated the line, and administered the infusion to the patient, explaining the situation to the patient.